Manufacturer narrative:
On 11/25/2020, biosense webster, inc. Received additional information which indicated that the patient did not undergo an atrial fibrillation procedure. The patient had undergo a premature ventricular contractions (pvc). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis) and cardiac arrest (requiring cardiopulmonary resuscitation (CPR)). During the ablation phase of the procedure, the patient became hypotensive and pericardial effusion was confirmed by echocardiography. The patient went into cardiac arrest. The medical intervention provided was CPR and pericardiocentesis on which 425ml of fluid was removed from the pericardial space. The patient was reported in stable condition after pericardial drainage and was transferred to the intensive care unit (ICU). Prolonged hospitalization was required. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. Nominal recommended stsf flow settings were used. No bwi product malfunctions nor error messages were reported. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3 sec, 25%, 3 grams. Tag index was used as coloring option. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.